Event description:
On (B)(6) 2010 the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt3415/unknown) as a thoracic aortic aneurysm repair. On (B)(6) 2010, the patient was discharged. The aneurysm was measured 64mm. Subsequent follow-up examinations revealed that no health hazard was found. The physician elected to monitor the patient. On (B)(6) 2014, it was reported that stent graft infection was suspected and the stent graft was explanted. No further information is available.

Event description:
On (B)(6) 2010 the patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tgt3415/7832681) as an aortic aneurysm repair. On (B)(6) 2010, the patient was discharged. The aneurysm was measured 64mm. Subsequent follow-up examinations revealed that no health hazard was found. The physician elected to monitor the patient. On (B)(6) 2014, it was reported that stent graft infection was suspected. On (B)(6) 2014, the stent graft was removed. No further information is available.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.